Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose levels. She stated that she had to pick her daughter up from school four times over two weeks because of high blood glucose and ketones. The customer's blood glucose was over 530 mg/dl. At the time of the call, her blood glucose was 454 mg/dl and then 475 mg/dl. The customer tried changing sets and states that only injections worked to bring down the blood glucose level. The customer stated that they treated with manual injections. The customer's mother reported that her daughter was experiencing a stomachache, confusion, lack of concentration on school work and had large ketones. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump was returned and analysis was completed.